Event description:
It was reported that an alert continued to trigger for low impedance on the right atrial lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: kdr901 implantable pulse generator, 2003-(B)(6); 5024 implantable pacing lead, 1996-(B)(6). (B)(4).